Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited capture threshold of 7.5 v at 1.0 ms. The lead was replaced.